Manufacturer narrative:
A3a. Sex updated. B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that this inflatable penile prosthesis remains partially inflated and has never worked properly. Clinical evaluation confirmed a device issue following troubleshooting. A patient services consultant directed the patient to follow up with a physician. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that this inflatable penile prosthesis remains partially inflated and has never worked properly. Clinical evaluation confirmed a device issue following troubleshooting. A patient services consultant directed the patient to follow up with a physician. No further patient complications were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to field h6: impact codes correction to field d1. Brand name, common device name and pro code (product code) correction to field c2/d10: concomitant product/therapy b3. Date of event: unknown; therefore, the first day of the aware month was selected. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100423390. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404321. Serial number: n/a. Batch/lot number: 1100365709. Model/catalog description: rte snapcone cx/lgx 1.0cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of device deflation issue and device inflation issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis remains partially inflated and has never worked properly. Clinical evaluation confirmed a device issue following troubleshooting. A patient services consultant directed the patient to follow up with a physician. No further patient complications were reported.